Event description:
It was reported to philips that the device could not be switched on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) examined the system onsite and confirmed the system could not be started. Upon troubleshooting fse found a fault in the sbc main computer. To resolve the issue, fse correct the connection issue in sbc module. After did the proper connection, the system was returned to good working condition. The codes were updated based on the investigation outcome.